Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly underwent skin flap revision surgery on (B)(4) 2022. The also underwent antibiotic treatment (type unknown). The recipient has reportedly recovered and has resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced recurring infections and drainage at magnet site. Repositioning surgery was performed. The recipient was recommended to cease device use. The recipient will continue to be monitored.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.